Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part number 359.219 and lot number 9446829, manufacturing location: (B)(6), manufacturing date: aug. 12, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pediatric flex nail procedure of the femur or tibia on (B)(6) 2017, the blue plastic mylar handle of the inserter for titanium elastic nails split circumstantially (all the way around). The surgery was successfully completed with no delay. The patient was in stable condition. This complaint is for one (1) device. Concomitant parts reported: unknown elastic nail (part number unknown, lot number unknown, quantity 1); unknown hammer (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The 359.219, lot number 9446829, inserter for ti elastic nails was returned and it was reported that "the blue plastic mylar handle of the inserter for titanium elastic nails split circumstantially" this condition is confirmed; the device was returned with a transverse break of the handle starting approximately 3.8 mm from the proximal end of the handle. The handle is split into two pieces, both pieces of the broken handle are still attached to the shaft of the inserter. No new malfunctions/ defects were identified as a result of the investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken handle. The 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. Relevant top level drawing and handle component drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. This design change can help prevent similar complaint conditions in the future. Although a definitive root cause could not be determined, this complaint condition is likely due to possible rough handling during surgery, excessive torque applied to the inserter handle and/or knocking the handle against hard material. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Corrected reporter first name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that during a pediatric flex nail procedure of the femur or tibia on (B)(6) 2017, the blue plastic mylar handle of the inserter for titanium elastic nails split circumferentially (all the way around).